Event description:
It was also reported that the patient received an inappropriate shock and there was noise present on the lead. The patient is enrolled in the systems longevity study.

Event description:
It was reported the lead was oversensing and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
(B)(4).